Event description:
Upon transfer of the pt stem cells from the collection bag to a transfer pack, the sample bulb detached and separated from the collection bag. On (B)(6) 2011, caridianbct received a voluntary medwatch form 3500 from the customer, which is attached to this report. This event was reported to the FDA through the medwatch program, reference report number (B)(4). This report is being filed due to insufficient info at this time to determine if a malfunction with the potential for death or serious injury occurred.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.